Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain four of five of peritoneal dialysis therapy. It was noted that the patient had drained 97ml of an expected 1705ml at the time of the alarm. The patient then received a drain complication encountered message. During troubleshooting it was noted that there was an air bubble located about midway down the patient line. The cycler was rebooted and the patient drained an additional 102ml before receiving another m31 air detected in cassette alarm. The treatment was cancelled and upon removing the cassette, fluid was discovered within the cassette compartment of the cycler. The cause of the leak was unknown. The caregiver was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to continue with their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient received a replacement cycler and was able to continue with peritoneal dialysis therapy without complications. The cassette was discarded following the leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.